Manufacturer narrative:
Continued from medical devices: 100ml sagent vial of propofol nncd 25021-608-51, lot 17c085, exp 07/2019. Therapy date (B)(6) 2018. The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.

Event description:
The customer reported that at 11:51:23 an infusion of propofol 1000mg/100cc at 3.5ml/hr was flowing at a very rapid rate before it was stopped at 11:52:54 by the emergency room doctor. There were no alerts although several infusion alarms. The pharmacy assessed the information from the event indicating that the pump ran for approximately 1 minute and 26 seconds with a recorded volume infused to be 0.03mls. They were able to draw 67cc from the bottle and with 20-22cc in the tubing estimate 10cc infused. The patient was intubated prior to the infusion beginning. There was no patient harm.

Manufacturer narrative:
The report of propofol infusing at a rapid rate was confirmed and the issue was duplicated during the investigation. Physical inspection of the device showed that the system was in poor physical condition. The pump module had impact dents on the right side of the rear case at its top and bottom rear corners. There was an impact dent in the upper door hinge. A black scar mark was on the door latch. The lower door hinge shroud had a crack in it. Internally all six pumping mechanism bosses had separated and one of the bosses was broken in pieces which were heard as loose objects rattling inside the device. All four bosses for the ail assembly had cracks. Analysis of the pcu event log showed that the infusion of propofol standard, 1000mg/100ml was started at 11:51am on (B)(6) 2018 with the rate at 3.1ml/hr and a vtbi of 100ml. The device alarmed for occluded patient side within a few seconds and the infusion was restarted. The infusion was interrupted with a door opening followed by a safety clamp open alarm for a recorded duration of 4 seconds. The door was closed and the infusion restarted. The door was opened again within a few seconds followed by a check IV alarm. The pump module was turned off, shutting down the system. The recorded volume infused was 0.028ml. It could not be determined how much fluid may have flowed during the safety clamp open alarm or if the roller clamp was in a closed state during the safety clamp open alarm. Functional testing found it was having unregulated flow immediately following closing of the door on the disposable set. The proximate cause for the event is the separated bezel bosses. The root cause for the bezel boss separation is not known.